Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture (loc) at maximum output. A field representative reported that loss of capture was observed the day after implant and that the rv lead might have moved since rv lead was pacing in the left ventricle. Boston scientific technical services (ts) confirmed ventricular loc during the rv pacing threshold test. Further, an x-ray was performed. Additional information indicates that the x-ray showed the rv lead was dislodged. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.